Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to correct h6 investigation findings, h6 investigation conclusions, and h11. The device was evaluated where no abnormalities were found that could have led to the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 1/5/2021.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination on 3 occasions. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination on 3 occasions. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Updated field(s): d4, h8, g1, h2, h3, h6, h11. Sampling date: unknown, sampling from: unknown, cfu:<10cfu, bacterial identification: pseudomonas aeruginosa. Sampling date: unknown, sampling from: unknown, cfu:>100cfu, bacterial identification: stenotrophomonas maltophilia. Sampling date: unknown, sampling from: unknown, cfu:10-100cfu, bacterial identification: microbacterium sp. Sampling date: unknown, sampling from: unknown, cfu:10-100cfu, bacterial identification: pseudomonas aeruginosa. Sampling date: unknown, sampling date: unknown, cfu:10-100cfu, bacterial identification: stenotrophomonas maltophilia. Sampling date: unknown, sampling date: unknown, cfu:10-100cfu, bacterial identification: stenotrophomonas maltophilia. Sampling date: unknown, sampling date: unknown, cfu:10-100cfu, bacterial identification: microbacterium sp. Sampling date: unknown, sampling date: unknown, cfu:<10cfu, bacterial identification: acinetobacter ursingii. Sampling date: unknown, sampling from: unknown, cfu:10-100cfu, bacterial identification: acinetobacter ursingii. Sampling date: unknown, sampling from: unknown, cfu:10-100cfu, bacterial identification: stenotrophomonas maltophilia. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: suction biopsy channel, air-water channel, flushing's and brushings. Cfu: no growth after 7 days incubation. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.